Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of abdominal, flank and shoulder pain with subsequent diagnosis of peritonitis. There is also a probable cause between the reported cassette fluid leak and the patient¿s peritonitis, however, the cassette was disposed of and not returned for evaluation. Additionally, there is no culture results to identify what organism grew or where that organism can be found. Based on the available information, the liberty cycler set cannot be excluded as the cause of the patient¿s peritonitis event. Additionally, the allegation of the patient being filled with air was not confirmed. The pdrn stated the patient did not seek any treatment for the reported air with shoulder pain. The patient did not receive any medical intervention or go through any diagnostic testing. The pdrn reported she was unsure of the patient allegation and the pain could be muscle related. Therefore, the liberty select cycler and cycler set can be excluded as the cause of the patient shoulder pain. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a fluid leak from the cassette during an unknown phase of pd treatment on (B)(6) 2020. The patient's peritoneal dialysis registered nurse (pdrn) called to report that the patient stated that while doing treatment saturday night his dual cassette was leaking, when he woke up solution had leaked all over his clothing. The cycler was providing an unknown alarm error message. The second connector on the cassette was the part leaking and he had not used it yet- he felt like he was full of air after doing treatment that night. The pdrn indicated that the cassette was disposed of and is not available to return. It was alleged that the patient was diagnosed with peritonitis which was caused by the fluid leak. Upon follow up with the pdrn it was reported that the patient reset up with new supplies and completed the treatment. The patient did not report the incident to the pdrn on the date of the event. On (B)(6) 2020 the patient was seen at the pd clinic at which point the patient reported the cassette leak to the pdrn. In addition, the patient stated he has abdominal and left flank pain. The patient also stated he felt like he was filled with air and had shoulder pain. The patient was diagnosed with peritonitis and initiated on intraperitoneal (ip) antibiotics. The patient was given an initial loading dose of intraperitoneal (ip) vancomycin 1500mg and administers ceftazidime 2g daily (duration unknown) during a six-hour dwell. The patient¿s pd effluent culture results were not available, and the patient¿s white blood cell count was elevated at 211 (unknown units). The patient was not hospitalized. The pdrn is unsure if the patient was filled with air or if he was experiencing muscle pain. The patient was advised to monitor the pain and use warm compresses to see if the pain is relieved. No additional information was provided.